Event description:
Patient obtained a blood glucose result as 350 mg/dl on suspect device. Patient went to dr who tested her on his device and "b6=60." This was 3 hours later. Dr placed patient on insulin injections for treatment.